Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported the patient had high impedance on contact 3 showing greater than 5,000 ohms. The patient was currently programmed to contact 1 monopolar and therapy was working fine.